Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a spider fx to treat a slightly tortuous calcified lesion in the carotid artery. The physician used a non-medtronic guidewire, a non-medtronic 9f sheath, a non-medtronic 3.5x30x5.0x40 balloon catheter and a protegegps 10x7x40 stent. The physician reported that when the product was opened, and when priming was performed, the wire part and the filter part were separated at the time of advancing the filter within the filter advancing part while in use in the patient. No resistance was reported when advancing the device. The physician felt the filter separated from the wire with a light pop. No patient injury was reported.